Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, when the ivus catheter was flushed according to the directions for use, resistance was felt. As additional pressure was applied in an attempt to flush the air out of the catheter, a bulge appeared in the catheter extension tubing. The procedure was completed with an alternative device. No patient complications were reported.